Event description:
It was reported the printer is intermittently working. It was also reported it takes "forever" to boot up even after software update. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer took approximately two minutes to boot up due to missing keyboard. Analysis also found a loose ECG (electrocardiogram) connector on a printed circuit board assembly. The left keyboard hinge was broken, the keyboard slide was missing, the power cord bay door tabs were broken, and the system fan was noisy. Analysis could not confirm the printer issue; device prints consistently with the programmer printer as well as an external printer. Concomitant product: product ID r2067, rf (radio frequency) head. (B)(4).